Event description:
It was reported that after the preloaded intraocular lens (iol) was implanted, the trailing haptic was observed to be detached, because it was stuck between the plunger rod and the tip of the cartridge in the middle. The iol was removed and a new lens was implanted. The incision was enlarged. No patient injury or influence on patient's visual acuity has been noted. The physician also reported a feeling of resistance when pushing the plunger as during advancement the plunger bent the lens which led to the issue with the haptic. No issues were observed when the device was being prepared for use with balanced salt solution (bss). There was no patient injury reported. No further details were provided.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: incision enlarged. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: november 2nd, 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection revealed that the complaint handpiece was received with the handpiece partially advanced. The lens module was inspected and no markings that would indicate improper plunger rod advancement were identified. Viscoelastic residue was observed below the lens module indicating that an excessive amount of ophthalmic viscosurgical device ovd/ balanced salt solution (bss) was used and may have contributed to the complaint issue. The cartridge was observed to have a part of the lens stuck inside the cartridge and cartridge tip was damaged. The piece was removed and revealed to be haptic. The cartridge was observed to have viscoelastic residue evenly distributed throughout the length of the cartridge. The iol was received wrapped in gauze and presented with a detached haptic. The lens was cleaned and presented with no issues that would have contributed to the complaint event. The detached haptic thickness and width was unable to be tested; however, the attached haptic thickness and width were inspected and found to be within specification. The handpiece was disassembled and no issues with the assembly were identified. The complaint issue of haptic detached was identified during the product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue of difficult to use was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.